Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that during the surgery, the tip of the hex driver broke in the screw head. The screw with the piece of the the tip remained in the patient.